Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced the substrate valve and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 training manual states the following: [2017] substrate purge failure. Cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported issue is attributed to a faulty substrate valve.

Event description:
A customer reported to the distributor receiving error message 2017 substrate purge failure while operating on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.